Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 44mg/dl at the time of the event. The customer was hospitalized and treated the hypoglycemia with intravenous infusion drip, and carb intake. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and will be returned for analysis frn-mmt-332-rsvr, unomed set, ozp mmt-7020 snsr.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2022, the customer alleged was hospitalized for low bg. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.6 mv). In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer reported via phone call that they were admitted to hospital on (B)(6), 2022. The insulin pump was returned for the analysis.